Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a patient was in the operating room undergoing an emergent craniotomy after neurological changes. The patient remains comatose in the intensive care unit. Site reported patient had an underlying issue related to anticoagulation and suffered a hemorrhagic cardiovascular accident, which per site was not related to the device. There was no chance for meaningful neurological recovery so support was withdrawn per family's request. Patient died (B)(6) 2017. No further information has been provided.